Manufacturer narrative:
The manufacture previously reported a ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's machine flow sensor, 3-way solenoid valve, active exhalation valve, air inlet foam filter and particulate filter were replaced to address the issue. The proportional valve, solenoid valve and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve, solenoid valve and machine flow sensor functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's machine flow sensor, 3-way solenoid valve, active exhalation valve, air inlet foam filter and particulate filter were replaced to address the issue.